Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. A conclusive cause for the pinhole in the balloon could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 1.5x120 mm armada 14 dilatation catheter was advanced to the non-tortuous, uncalcified distal anterior tibial artery. Two attempts were made to inflate the armada 14 to 8 atmospheres, but the balloon did not fully inflate. The armada 14 was removed without incident and a leak was noted coming from a hole on the armada balloon. Another armada was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.